Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to loose drive support disk. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin was squirting out during the fill tubing process. The customer stated that they were not wearing the insulin pump during priming. Troubleshooting was done for reservoir and tubing process. The customer stated that insulin did not continue to drip after letting go of the act button. The customer stated the motor did not slow down nor did numbers ramp up on the screen. Customer reported that the drive support cap was flush. The insulin pump will not be returned for analysis.